Manufacturer narrative:
The visual inspection of the charger pcb revealed indications of oxidation on the battery contacts. An interrupted connection between charger pcb and battery due to oxidation can lead to a power loss if the device is running on battery that time. In this case the buzzer gives a continuous acoustical alarm as confirmed by the user while the red led is lightening. The oxylog 3000 is a transport ventilator and may only be used according to instructions for use under observation by trained personnel. An alternative ventilation option must be kept available. The root cause of the observed corrosion could not be identified but possibly can be traced back to the age of the 9 years old charger pcb. The reported malfunction with this root cause is an isolated case as in the last year no similar case was reported from the field.

Event description:
It was reported that during use on a patient when moving the oxylog 3000 it turned off and made a continuous beep and would not switch back on. The patient was ventilated manually until the main ventilator was turned on. No patient injury reported.